Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient started "messing with" their controller and started to feel stimulation only in the area of the ins (near the left side of their waist) and not anywhere else. The patient was advised to follow up with their healthcare provider to address the stimulation issue. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that what they remembered about the week of the event was that their head wasn't absorbing information. They thought this might have been because of the lingering effects of the anesthesia- they were very sensitive to those chemicals. They believed their iq must have been operating about 30 points below normal. Because of this, they couldn't remember any of the verbal information given to them by the representative about how to operate the device and they couldn't understand/absorb the instructions in the manual. They tried to figure it out but couldn't retain anything. No further complications reported.

Manufacturer narrative:
Reference reg report 3004209178-2020-21201, submitted on 2020-(B)(6) as well. The details submitted via reg report 3004209178-2020-21201 were deemed continuation of the same event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that the trial was successful. During the permanent implant, when the hcp operated to insert the wires along spinal column, there was apparently some kind of blockage - something that caused a short. When hcp tested the mechanism, the manufacturer representative, who were in hcp office that day, created impulses in several areas of patient's lower torso, but the response was always in the only part of patient's body that received the impulses, patient's left shoulder blade. Hcp was clearly disturbed by the result. Patient asked him if it would be possible to take those wires out and insert another set. He said that it would not work. The same result would occur. And so the treatment was abandoned. The wires and "control box" remains in patient's back. There has been no follow-up with hcp. The pain in patient's lumbar area is annoying, but with moderation of their activity and low doses of over-the-counter pain meds, patient is able to function relatively well.